Manufacturer narrative:
The peritonitis occurred on an unspecified date stated as ¿in the earlier years of pd therapy¿. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; further described as 'the patient once often experienced abdominal cavity infection¿ (not further specified). The cause of the event was reported to be ¿by breaking aseptic technique¿ (no further detail) it was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with aztreonam and cephalosporin (doses, frequencies, routes and durations were not reported). Pd therapy was ongoing during the antibiotic treatment. No further detail was provided regarding the outcome of the event. No additional information is available.